Event description:
It was reported that the filter of a clearlink paclitaxel set was observed to be cloudy and occluded during an infusion. There was no adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection identified that the filter material was degrading. The cause was determined to be that the facility was using the filter with a medication that was not recommended to be used concomitantly with a filter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.